Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery with an intralase patient interface (pi) after the patient was applanated and after the laser fired. There was no patient injury reported. Per account, patient has small eye socket, procedure was aborted, and did not lift flap. Patient will be scheduled for photorefractive keratectomy (prk) at later date.

Manufacturer narrative:
Upon reviewing the complaint folder, it has been determined there was no suction loss during laser firing and the interruption and aborted procedure was prior to laser firing, therefore the flap was not lifted, thereby preventing flap damage. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3006695864-2018-00757. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.